Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer regarding the patient on (B)(6) reported she just had to have her device ¿redone¿. The patient stated the reason the device was redone because several of the electrodes were not working. The patient stated 4 of them were not working. The patient noted they had the device replaced on (B)(6). The patient noted she got sick in the middle of the december and was bed ridden till. The patient noted the electrodes stopped working before she got sick. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va1gg5s, implanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-apr-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had problems with their therapy so they planned to have a replacement on (B)(6) 2018. Patient clarified that they knew they had a lead failure and that it was not working in 7 different areas. Patient stated they initially had almost 100% success with the stimulator, but then began experiencing a loss of therapy and return of symptoms around (B)(6) 2018. Patient had a couple of bad falls and stated they were hurt in the middle of (B)(6) and fell a couple more times during their recovery period. Patient mentioned their sickness was unrelated to the device. Patient had their stimulator checked on (B)(6) 2018 and found a failure, and that their doctor told them when there is this much failure they needed to replace it because the leads got disconnected somehow or malfunctioned. No further complications were reported.